Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. The failure analysis investigations replicated and confirmed the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 26016 errors. The unit also failed direction carriage test, carriage strength test, and carriage friction low & high tests. The unit went through more testing on a pftp and passed lissa-jous, cva characterization, sensors check, sine cycle, friction test, brake release test, brake hold test, advanced brake test, and carriage switches test.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the robotics coordinator (roco) contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the customer was having issues with universal surgical manipulator 4 (usm) movements. The isi tse reviewed the logs and found no errors. The roco stated that the surgeon said that the rotation of the usm was not working correctly. The roco also stated when the usm was not under control, the usm would rotate on its own. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter informed that initially the usm did not move at all when the surgeon tried to manipulate it. When the surgeon did not try to manipulate/move the usm, the usm rotated on its own. The surgeon's head was inside the surgeon's console when the issue happened. The procedure was completed robotically using all 4 usms.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.